Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of greater than 200 ohms and a spike in left ventricular (lv) pace impedance measurement of 1208 ohms. It was noted that no noise was seen, and all presenting electrograms (egms) appeared normal. The health care professional (hcp) was advised to discuss with the patient what was occurring at the time of this event. The shock and pace impedance measurements subsequently returned to normal. This device remains in service. No adverse patient effects were reported.